Event description:
The perfusionist (ccp) had a general complaint over pump (B)(6) during cardiopulmonary bypass (cpb). The user continus to use the units and they were not changed out.

Manufacturer narrative:
The field service representative (fsr) verified the roller pumps required a notice of field correction (nfc) update. The software data logs were sent to the manufacturer for further evaluation. The fsr upgraded all nine roller pumps according to the nfc. All units operated to manufacturer specifications and was returned to clinical use.